Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that there were no issues with the device. The tss informed the user to select the correct phone type in rx verify when entering a phone number. The issue occurred because the user selected the wrong phone type. The system functioned as intended after the technical support specialist investigated the incident.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user did not receive text notification alerting of authorization. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.